Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arcr operation, the surgeon successfully passed the first suture of the anchor with this device, but it got broken when he tried to pass the second suture. The broken tip was left inside the body because he could not retrieve it unless he damaged the surrounded tissue. There was 10 minutes delay in the operation.

Manufacturer narrative:
Device investigation narrative - one truepass needle was returned for evaluation. Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. Broken tip was not returned. A root cause investigation has been opened to investigate this failure mode. (B)(4).